Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: 1. Could you please provide more details for "reload misfired"? The device didn¿t staple properly. No staples on one side for around 1-2 cm. 2. Did the device staple? Yes but not all tissue. 3. If the device stapled, was the staple line complete? No. 4. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? B form and malformed. 5. Did the device cut? Yes. 6. If the device cut, was the cut line complete? Yes. 7. Were the cut line and staple lines equal? Yes. 8. Did the reload lock out and would not work? No. 9. Did the reload begin to staple and cut, but then jammed? No. 10. Could you please clarify if there were any patient consequences? No. 11. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a gastrectomy the reload misfired. A new reload was used. No fragments were generated. The surgery was delayed by 30-minutes.

Manufacturer narrative:
(B)(4). Date sent: 08/22/2022 d4: batch # 539a98 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tcr75 reload was received with no apparent damage with some b-formed staples on the deck. The reload was returned fully fired. No functional test could be performed due the condition of the reload. Although there is no direct evidence of use error, the instructions for use do contain the following caution: ensure that the tissue lies flat between the forks. Any ¿bunching¿ of tissue along the reload or scale may result in an incomplete staple line. Tissue to be transected must be located between the arrows marked on the instrument jaw. Any tissue located outside of the arrows is out of the stapling range. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc., are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Event described could not be confirmed as the reload was received fully fired. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.